Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013, surgeon forgot to remove a vectra t spacer. He was able to confirm this after taking post-operative x-rays. Surgeon chose to leave the spacer implanted because he believed it was not a risk for that patient. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.